Event description:
It was reported that the ilet pump screen did not respond to user input during tubing fill, preventing selection of on-screen options. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed that pairing the pump with the mobile app and performing a restart resolved the unresponsive screen behavior and restored normal operation, indicating a transient user interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software or user interface anomaly resolved by restart.